Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure the device was fractured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the telescope has been detached.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure the device was fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. The reported fracture was not confirmed. E1: initial reporter facility name: (B)(6). B5: updated e1: zip code updated.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure the device was fractured. The procedure was completed with another of the same device. No patient complications were reported.